Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted during the bolus or basal delivery. The motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads and a scratched reservoir tube window.